Manufacturer narrative:
Device failure occured, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the handheld computer screen was frozen at the hp welcome screen and navigation beyond the screen was not possible. The problem occured while performing the 7.1 software upgrade. Troubleshooting which included soft and hard resets, and removal and replacement of the batteries was performed and did not resolve the frozen screen problem. The device was returned to manufacturer for product analysis and it was found that an error message appeared during the vns software installation process. The error message indicated that a file was not properly installed. The software was installed properly and the error message resolved and the device then performed as intended.